Event description:
High impedance reported. Connectivity issue with the right ventricular lead connector pin in the device header which caused impedance rise in the right ventricular pace/sense port. The device was explanted. No patient complications have been reported as a result of this event.